Manufacturer narrative:
Investigation into this event has determined that the root cause of the positively biased amon results was contamination of the vitros 250 incubator. Ocd field service investigated and returned the vitros 250 to expected operation.

Event description:
The customer observed positively biased quality control results on a vitros 250 chemistry system using vitros amon slides. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.